Event description:
A malfunction alarm was reported, identified by code malf 0. There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support to reset the pump, and the malfunction did not recur after the reset. The customer was informed to continue using the pump and to contact support if any issues reappeared, which they acknowledged and understood.